Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) pump removed and replaced and a 3.5 cm cuff added to device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.